Manufacturer narrative:
72202901 footprint ultra pk 4.5 mm suture anchor used for treatment, was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were limited without evaluation of physical product. There was no relationship between the reported event and the device. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, product knowledge. Influences that could compromise product performance or integrity that are unrelated to manufacture include: damaged or use of other than recommended prep instrument size or types. Unexpected bone condition/density. Shallow prep hole. Loss of axial alignment before completed insertion. Unintended separation of anchor from inserter. Unintended damage. Records indicate the device met specifications upon release to distribution. No other complaints were found for this lot.

Event description:
It was reported that when the surgeon was malleting the anchor down, the anchor still broke into pieces. Pieces were removed from patient. No significant delay was reported. Backup device was available to complete the procedure. No patient injuries were reported.